Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks for detection of atrial fibrillation (af) with rapid ventricular response (rvr) by their implantable cardioverter defibrillator (ICD). The right atrial (ra) lead exhibited undersensing. The device and lead remains in use. No further patient complications have been reported as a result of this event.